Manufacturer narrative:
The expected product 2420-0007 or photo of the event was not returned by the customer. Instead one used tubing set, model # 2432-0007, was sent in by the customer. Therefore, the customer complaint of a hole in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a valid lot number was not provided by the customer. Due to the incorrect sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: we have had a couple instances where nursing noticed a hole in the tubing. This happened again yesterday so I had them save the tubing with lot #. This was hooked up to a patient and they noticed that the IV fluid was leaking on the floor from a hole in the tubing. I¿m not sure if anyone else has made any complaints but I definitely wanted to pass along since this isn¿t the first time this has happened.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 20036817 was provided. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and defective/damaged tubing. The following information was provided by the initial reporter: we have had a couple instances where nursing noticed a hole in the tubing. This happened again yesterday so I had them save the tubing with lot #. This was hooked up to a patient and they noticed that the IV fluid was leaking on the floor from a hole in the tubing. I¿m not sure if anyone else has made any complaints but I definitely wanted to pass along since this isn¿t the first time this has happened.